Manufacturer narrative:
(B)(4)

Event description:
It was reported that during implant of the lead, the lead could not be affixed within the heart. The lead was removed from the pocket and a replacement lead was successfully implanted at that time.